Event description:
Ventilator was operating normally when it suddenly indicated a red alarm and error code "tf942". Ventilator was replaced with another unit.======================manufacturer response for patient ventilator, g5======================manufacturer's agent repaired ventilator onsite.